Event description:
Spinal fusion l2-l4 using plates and pedicle screws. Rptr has loss of mobility; chronic back pain; left leg numbness and pain, testicular pain, rectal pain, muscle spasms, spiking pains in lower back, and loss of job. He is unemployable due to inablility to function in a normal capacity.